Event description:
It was reported that the motor is not running. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review found a previous repair order that came in for a motor rate error, and it was determined to be due to a main printed circuit board (pcb) failure, which was replaced at the time. Functional testing was performed and it was determined that the motor was the cause of the error. The faulty motor was replaced and the device then passed all testing.